Event description:
Event description boston scientific received information that a perforation occurred during the implant of this left ventricular lead. There were no adverse patient effects and the bleeding stopped after 20 minutes.